Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced polymorphic ventricular tachycardia (vt), arrhythmia, asystole and high levels of procalcitonin (pct). It was further reported that the leadless implantable pulse generator (ipg) exhibited chronically high thresholds, rising thresholds, premature battery depletion and loss of capture. The leadless ipg was turned off and the patient received a cardiac resynchronization therapy pacemaker (crt-p) system. No further patient complications have been reported as a result of this event.